Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 10 months the event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted due to the system controller producing low flow alarms. Due to elevated lactate dehydrogenase (ldh) levels, signs of hemolysis, non-proper left ventricle unloading and suspected pump thrombosis, lysis treatment was performed on (B)(6) 2016. After lysis therapy, the patient was reportedly hemodynamically stable. No additional issues have been reported.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the pump was not returned for evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.